Event description:
It was reported that the customer is experiencing low blood glucose readings. Customer is sick with the pneumonia. The most recent blood glucose reading was 60 mg/dl. Customer suspended the insulin pump and treated with food. Customer is confused due to low blood glucose. During troubleshooting, performed the relevant test to report that the insulin pump is overdelivering. All setting are correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.